Event description:
It was reported that during a breast biopsy procedure, after the marker was deployed, the device could not be removed. The surgeon pulled on the device and the tip sheared off. Vacuum was applied and the tip was retrieved. There was no pt consequence reported.